Event description:
The customer reported that while running a hepatitis surface antigen assay a sample barcode was misread instead of "042f92501". Summit sample handler, serial number while in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched. This report corresponds to ortho-clinical diagnostics, inc. Complaint number 98-04516-09. Please note that this report is being issued a few days beyond the 30 day requirement.